Manufacturer narrative:
(B)(4). The device was not available for evaluation.  A service history review and a device history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred after use on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) with clearing the alarm. The total ultra filtration (uf) equaled 4332ml. The initial drain alarm (ida) equaled 2ml, the last fill volume (lfv) equaled 0ml, and the fill volume (fv) equaled 2500ml. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The hp stated they did not perform any manuals and the previous therapy was completed. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The device was manufactured in 1994. A device history review and service history review were completed with no issues noted that could have caused or contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.